Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event after receiving high blood glucose readings and over administering insulin based on those readings. It was a revealed at the time of the call, that the consumer does not control solution test strips to assure the integrity of the strips before using and had erroneously used loose strips he found in the box. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.